Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronic assembly. The moisture damage was found on motor assembly. The motor error, button error alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test were unable to be verified due to blank display. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer's wife reported via phone call of motor error with her husband's insulin pump. The customer's blood glucose level at the time of incident was over 120 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.